Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. Insulation damage was assumed. An x-ray was performed, confirming the lv lead to be fractured. It was thought to be a result of a clavicular crush. An invasive revision procedure was performed and the lv lead was extracted successfully. A vessel dissection occurred after multiple unsuccessful attempts with two different lv leads and while using this balloon catheter and an inner guiding catheter. The device was reprogrammed to right ventricle (rv) only and the procedure was abandoned. A revision procedure was scheduled to implant an lv lead at a later date.

Manufacturer narrative:
All available information indicates that this product was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.